Event description:
Original system (same company) was functional, but pt developed an infection due to an allergy to iodine. Device explanted, and 2nd device implanted without using iodine. New system, non functional. Pt's symptoms were worse. Md x-rayed the implant - x-ray revealed a broken lead. The next day, pt had surgery to explant and replace device. During surgery, md noted the lead was not broken. Device left implanted. Md states the device has a "design" flaw" - they stated "the extension cable is partially radiolucent". X-rays reveal a falsely broken cable. This makes the integrity of the device unable to be checked "non invasively" which can result in unnecessary surgeries. The device remains implanted - explant date has been scheduled.